Event description:
It was reported that the lens could not be positioned properly. In the surgeon's opinion the likely cause of the reported event was "rent in the posterior capsule during lens insertion." The incision was enlarged to remove the lens and a lens of a different model was placed. Sutures were placed. The pt's current prognosis is good. It is to be noted that the inserter used during lens insertion was not a bausch and lomb inserter recommended for this lens.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.